Event description:
It was reported that this right ventricular (rv) lead out of range intrinsic amplitude dropped to less than 3.0 mv. Technical services (ts) discussed automatic gain control (agc) sensing and agc pacing and how it steps down. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).